Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. It was reported that patient's ins battery depleted faster than normal and they had to charge their ins more frequently since "2-3 weeks ago." Pt noted their ins battery would deplete from 40-50% to 0% by the morning which was not normal for their ins battery to deplete that fast. Pt denied having reprogramming done to the ins recently and denied seeing any error messages on their controller beside the messages that appeared when the controller battery or ins battery needed to be charged because the batteries depleted. Pt noted they used to charge their ins every 4-5 days, but now they have to charge their ins every 2-3 days. Pt left a voicemail to their mdt rep., and they called the pt back and re-directed the pt to ps. Pt was noted they were able to charge their controller battery and ins battery to full. Pt unlocked their controller and noted their controller battery was at 100% and their ins battery was at 80%. Patient services specialist (pss) reviewed the ins battery depletion depends on settings and usage of their ins. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported that for the last 3 days they have still been having issues with their stimulator because their implant battery had been at 40% for the last 3 days. Pt did not seem to feel normal stimulation and their implant had not been discharging in battery. Pt had increased their intensity but that did not effect much. Pss redirected pt to their healthcare provider (hcp) for further assistance.